Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. Following the procedure both the clinician programmer (cp) and the patient remote control were unable to establish a connection to the implantable pulse generator (ipg). A plasma blade was used to perform the lead extension replacement and possibly compromised the ipg. The patient underwent a revision procedure where the ipg was replaced. Additional information was received providing the model, serial number, and explant date of the ipg.

Manufacturer narrative:
Additional pro code selections that apply to the indication of this device - mhy, pjs.

Manufacturer narrative:
Additional pro code selections that apply to the indication of this device - mhy, pjs.

Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. Following the procedure both the clinician programmer (cp) and the patient remote control were unable to establish a connection to the implantable pulse generator (ipg). A plasma blade was used to perform the lead extension replacement and possibly compromised the ipg. The patient underwent a revision procedure where the ipg was replaced. Additional information was received providing the model, serial number, and explant date of the ipg. The explanted ipg was discarded by the medical facility and was not returned to bsc. The patient was doing well post-operatively.

Event description:
It was reported that during the revision procedure to replace the deep brain stimulation (dbs) lead extension due to unknown reason the physician experienced difficulty disconnecting the lead extension from the directional lead but was able to successfully replace the lead extension. Following the procedure both the clinician programmer (cp) and the patient remote control were unable to establish a connection to the implantable pulse generator (ipg). A plasma blade was used to perform the lead extension replacement and possibly compromised the ipg. The patient underwent a revision procedure where the ipg was replaced.